Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer found that the rinse tube assembly was defective. He exchanged the rinse tube assembly and the system performed back within specifications. The root cause was due to a damaged tube of the rinse unit nozzle. The service actions (replacing the rinse tube assembly) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 5 patients' samples tested for sodium (na) on a cobas 6000 c501 module. Sample 1: initial result: 181 mmol/l. Repeat result: 139 mmol/l. Sample 2: initial result: 162 mmol/l. Repeat result: 141 mmol/l. Sample 3: initial result: 170 mmol/l. Repeat result: 142 mmol/l. Sample 4: initial result: 158 mmol/l. Repeat result: 140 mmol/l. Sample 5: initial result: 173 mmol/l. Repeat result: 132 mmol/l. The customer thought that the initial results were unbelievable and repeated the samples. No questionable results were reported outside the laboratory.